Event description:
Patient reported that device's button rings fell off during the night and they woke up with low blood glucose (56 mg/dl). Patient is unsure if button rings falling off caused low blood glucose or if device improperly delivered insulin. Patient will switch to back-up device. No treatment was received.